Event description:
On 05 may 2025, senseonics was made aware of an incident where user reported that he went to the emergency room because of a severe food allergic reaction and he was having problems breathing. The event happened on (B)(6) 2025. The event was not related to the eversense system or to his glucose values. The user received IV steroids as treatment at the hospital. The user's hcp was aware of the event and prescribed pregnazon as medication.

Manufacturer narrative:
The user reported that he went to the emergency room because of a severe food allergic reaction and he was having problems breathing. The event happened on (B)(6) 2025. The event was not related to the eversense system or to his glucose values. The user received IV steroids as treatment at the hospital. The user's hcp was aware of the event and prescribed pregnazon as medication.